Event description:
Related manufacturer reference number:2017865-2022-12823. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The right atrial lead was also explanted and replaced due to noise. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
G3: previous report should have been 20 jun 2022 for aware date.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.